Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet as product location is unknown. The investigation is in process. Once the investigation is completed, a follow-up MDR will be submitted. Concomitant medical products: part #010000848/g7 liner/ lot #6509350. Part# unknown/ unknown taperlock stem/lot# unknown. Part #unknown /unknown head/ lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-05486.

Event description:
It was reported during surgery surgeon was unable to seat the liner in the shell after numerous attempts. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.